Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to a defective u202 on the distribution node pca board, causing the programming to be corrupt. The root cause for the defective u202 could not be positively identified. There was no adverse event that resulted from the damaged belt.